Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional product code: hrx. Device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon attempted to insert the synflate medium balloon into the access cannula at level t9 and was met with extreme resistance. The balloon would not go in completely. The scrub technician reprimed the balloon and the surgeon attempted to insert the balloon again. After several attempts, it was finally inserted into the vertebral body. Upon inflation of the balloon at 2 cc inflation and approximately 200 pound per square inch (psi), the inflation device "popped/clicked." The surgeon removed the balloon to check it for punctures. There were no punctures and the balloon was intact. The surgeon attempted to inflate the device outside the cannula and the inflation device would not inflate the balloon. It continued to "pop/click" and would not inflate. The surgeon then decided not to use the synflate device and chose to use an alternate treatment or device. The patient¿s outcome following the procedure was not provided. This report is for 1 of 2 for (B)(4).